Manufacturer narrative:
Citation: ghoreishi et al. Endo-bentall repair: early results and feasibility of a physician-constructed endo-bentall device. J thorac cardiovasc surg. 2025 sep;170(3):639-649. Doi: 10.1016/j.jtcvs.2024.11.041. Epub 2025 jan 15. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding results and feasibility of a physician-constructed endo-bentall device (bioprosthetic valve sewn to thoracic endovascular aortic stent graft) for aortic dissection or aortic aneurysm repair. The study population included five patients who were predominantly female with a mean age of 71.8 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included 26-mm evolut pro bioprosthetic valves implanted in two patients. One death occurred in the study population due to urosepsis after nephrostomy tube placement; however, there was no statement establishing a causal or contributory relationship between medtronic product and the death. Among all evolut pro patients, clinical observations included: high transvalvular gradients (>20 mmhg). No further information was provided pertaining to medtronic products.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths or non-death adverse events. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.